Event description:
Elderly male with acute onset of shortness of breath. Procedure: percutaneous transluminal coronary angioplasty. When the abbott xience skypoint was removed from the box/package- tubing was kinked and not able to be used on patient. Manufacturer response for coronary drug-eluting stent, xience skypoint (per site reporter): will obtain.